Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure mode found, the defective objective lens, indicates a cause due to excessive force as a result of an impact or a fall on the distal end of the optics.the dents in the outer tube are also due to an impact or a fall. Due to the dents in the outer tube, a lens in the optical system was observed to be broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the telescope exhibited damaged objective lens. There were no reports of patient involvement.